Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190828-1). 2. Return and retained strips (lot#: d190828-1) were re-tested by using return meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a95, exp. By dec. 2020; level high: batch# 8ah3a15, exp. By dec. 2020), respectively, and results were shown below. 2.1 return meter w/ return strips: 184/184 (level low) and 336/324 (level high). 2.2 return meter w/ retained strips: 67/68 (level low) and 285/275 (level high). 2.3 retained meter w/ return strips: 198/211 (level low) and 359/347 (level high). 2.4 retained meter w/ retained strips: 62/64 (level low) and 286/276 (level high). 3. Desiccants of retained strips from okb's warehouse were still functional (orange color), and testing results above met the acceptance criteria (level low: 35~85; level high: 230~340). However, desiccants of return strips from the client were ineffective (green color), and testing results above were failed. Abnormal high results were obtained because strips have got damp. Warning information regarding close the vial lid of strips immediately was disclosed in user's manual, strip box and labeling, vial label and outside surface of the lid of strip bottle. Therefore, user's improper operation and preservation mostly caused the malfunction of the device.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:00 pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 275 mg/dl. A normal result for her for that time of day is around 120 mg/dl. Caller stated that the end-user took 24 units of insulin. Caller said that the end-user was found a short time later (unsure of time frame) and she was shaking and becoming unresponsive, so paramedics were called. Caller stated that one more blood glucose test was performed with the prodigy meter and the result was 386 mg/dl caller stated that while waiting for paramedics the end-user consumed coffee and no other food or medication other than the insulin taken after her 1st blood glucose test with her prodigy meter. Paramedics arrived in approximately 10 minutes, paramedics tested the end-users blood glucose with their meter and received a result of 40 mg/dl. Paramedics gave the end-user glucose through an IV. The end-user was not transported to the hospital nor did she go on her own. The paramedics checked the end-users blood glucose with their meter prior to leaving and received a result of 122 mg/dl. The end-user takes basaglar based on the following sliding scale: 90-130 mg/dl take 12 units, 130 mg/dl and above take 34 units. No additional information was provided.